Manufacturer narrative:
The lot number was manufactured between april 26, 2018 - april 28, 2018. Two (2) actual samples were received for evaluation. Bags were sliced at the top where the customer likely drained the contents. Functional testing was performed which revealed a leak in front of the first bag from the dotted ¿I¿ in the word mexico and no leak observed on the second sample. Magnified visual inspection was performed and revealed a small hole in front of the first bag where the leak occurred. No abnormalities were identified during inspection of the second bag. The reported condition was verified on the first sample. The cause of the condition is related to manufacturing. This issue is being further investigated. The reported condition was not verified on the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leaks were discovered prior to patient use. There was no patient involvement.  No additional information is available.